Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe b collar wash valve failed, resulting in the leak. The fse replaced the reagent probe b collar wash valve to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked into the reagent carousel and liquid pooled in the drip tray under reagent probe b. The operator wore personal protective equipment consisting of gloves and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.